Event description:
Reportable based on device analysis completed on 20dec2024. It was reported that the coil could not be advance. The patient had abdominal aortic aneurysm and internal iliac artery aneurysm. During the procedure, a 15x40 interlock-35 coil was placed for embolization, and then this 10mm x 40cm interlock-35 coil was selected. When this coil was crossed, there was resistance occurred, and it could not be pushed out. After repeated attempts, this coil was withdrawn and found the head end of the coil was kink. The procedure was completed with another of the same device. No complications were reported. However, returned device analysis revealed detached coil arm.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection observed that the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent and stretched at the coil arm, zap tip and primary coil section. Moreover, the arm coil was detached. Functional inspection could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection was performed, and the main coil's max zap tip outer diameter (od) and primary coil od passed the specification test. Based on the evidence, the reported allegations of mail coil unable to advance in the catheter, kink and difficult to advance in the catheter was confirmed, since the detached, bent and stretched coil was found during the product inspection that could have contributed to the reported issues.